Event description:
Revision surgery due to loosening of the stem quadra s 4 years post op.

Manufacturer narrative:
Document review: quadra s femoral stem size 2 lat short neck - ref. 01.12.12sn/lot 081116 (40 stems produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, included washing and sterilization cycles. Thirty-two stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the loosening is unk and there are no evidences that it is device related.